Event description:
Procedure: subtotal thyroidectomy pt sex: unk. Reportedly, the surgeon placed the tissue in the center of the jam, and closed the handle until it clicks and latches in place. Then he activated the instrument by stepping on the purple pedal of the vessel sealing footswitch. However, there was melting of the blue part of the jam before a short end tone sounded.